Event description:
It was reported that syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: material no. 309646 batch no. 0324848 it was reported that there is red debris inside the syringe. Red debris inside syringe.

Manufacturer narrative:
H6: investigation summary two photos and one packaged syringe confirmed to be from batch 0324848 (p/n 309646) were received and evaluated. A loose strand of red foreign matter that appeared to have an adhesive on one side was observed on the stopper in the fluid path. The foreign matter observed amount is rejectable per product specification. The sample was analyzed via fourier transformed infrared spectroscopy and was determined to likely be a rubber material. The material handling, molding, stopper washing, printing, and assembly processes were evaluated to determine a potential source of the red rubber foreign matter. The red rubber foreign matter was not identified in any of the evaluated processes. Subject matter experts from molding were interviewed to determine if any similar material was used in the process. Based on the evidence available today, potential root cause for the foreign matter defect could not be determined. Since root cause could not be defined, corrective actions are not necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: material no. 309646, batch no. 0324848. It was reported that there is red debris inside the syringe. Red debris inside syringe.